Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon catheter was stuck on the guidewire. The 100% stenosed target lesion is located in the moderately tortuous left external iliac artery. The physician advanced a 1.5mm x 20mm x 143cm coyote balloon catheter over a non-bsc guide wire and was inflated. The physician attempted to move the balloon on the wire and was unsuccessful, the device and wire were removed from the patient as one unit. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon catheter was stuck on the guidewire. The 100% stenosed target lesion is located in the moderately tortuous left external iliac artery. The physician advanced a 1.5mm x 20mm x 143cm coyote balloon catheter over a non-bsc guide wire and was inflated. The physician attempted to move the balloon on the wire and was unsuccessful, the device and wire were removed from the patient as one unit. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated my manufacturer: the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed no damage to the catheter. The inner diameter (ID) of the inner shaft was measured and found to be within specifications. A .014" guidewire was loaded into the guidewire port and advanced through the inner shaft without encountering any resistance. Using an inflation device filled with water the balloon was pressurized to check guidewire movement while inflated but was unsuccessful. There was water dripping from the hypotube at the distal end of the strain relief. There was a complete hypotube separation 3mm from the edge of the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).